Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse examined the unit for the reported failure and identified the leak via sound and pressure. The fse replaced the high pressure transducer 3500 psig. The product subsequently passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received the high pressure transducer 3500 with a reported unit failure of a helium leak. Fat conducted a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The part was then installed in a cardiosave test fixture and tested to factory specifications per cardiosave service manual. A leak test and all manifold tests were performed, and no leaks or anomalies were detected. The pressure transducer met the required acceptance criteria. The failure analysis and testing department could not verify the reported helium leak failure. No component defect was observed by fat. A potential cause of the observed failure is a loose mechanical connection of the pressure transducer.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had leak in the helium cylinder yoke assembly, before use. There was no patient involved. No harm or injury to the patient was reported.